Event description:
Burn blister [burns second degree] , changed the plaster and went to bed/ put it on and fallen asleep [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare (B)(4) from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from (B)(6) 2018 for craned neck. Medical history and concomitant medications were not reported. Last tuesday consumer craned her neck and went to the pharmacy and bought thermacare neck. At home, she put on the first patch and pasted a second to cover the entire area of pain. After about 10 hours she changed the plaster and went to bed. She put it on and fallen asleep. Now she had burns on neck. That pretty shocked her. At the next morning ((B)(6) 2018) she had burns and one day later ((B)(6) 2018) burn blister. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. After about 10 hours changed the plaster and went to bed/ put it on and fallen asleep [device use error], at the next morning ((B)(6) 2018) she had burns and one day later ((B)(6) 2018) burn blister [burns second degree], , narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer. This female consumer of unknown age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not reported) from (B)(6) 2018 for craned neck. Medical history and concomitant medications were not reported. Last tuesday consumer craned her neck and went to the pharmacy and bought thermacare neck. At home, she put on the first patch and pasted a second to cover the entire area of pain. After about 10 hours she changed the plaster and went to bed. She put it on and fallen asleep on (B)(6) 2018. Now she had burns on neck. That pretty shocked her. At the next morning ((B)(6) 2018) she had burns and one day later ((B)(6) 2018) burn blister. Action taken with the suspect product in response to the events was unknown. The outcome of the events was unknown. According to product quality complaint group: site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18jun2018): follow-up attempts have been completed and no further information is expected. Follow-up (25jun2020): new information received from product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , changed the plaster and went to bed/ put it on and fallen asleep [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer. This female consumer of unknown age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not reported) from (B)(6) 2018 for craned neck. Medical history and concomitant medications were not reported. Last tuesday consumer craned her neck and went to the pharmacy and bought thermacare neck. At home, she put on the first patch and pasted a second to cover the entire area of pain. After about 10 hours she changed the plaster and went to bed. She put it on and fallen asleep. Now she had burns on neck. That pretty shocked her. At the next morning (B)(6) 2018) she had burns and one day later (B)(6) 2018) burn blister. Action taken with the suspect product in response to the events was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.